Manufacturer narrative:
.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device failed the operational check. Additional information was later provided informing that the device failed to shock during the operational check. There was no patient involvement.